Event description:
Home pt reports reconnecting the pt line of the homechoice set to their transfer set after the homechoice set became disconnected during fill 3/8 of homechoice treatment. Baxter's operation service representative assisted home pt in ending treatment and instructed them to call the rn. Rn reports no pt injury or medical intervention required as a result of incident.